Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that stent deformation occurred in vivo during positioning. The stent deformed inside the catheter and another device was required to complete the procedure. The patient is alive with no injury.